Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact, and seal ring marks indicated full lead insertion into all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise from 2011 and subsequent erosion in 2017.

Event description:
Boston scientific received information that this device exhibited noise on the shock channel. In addition, minimal noise was noted on the rate sense channel. All lead diagnostics were within normal limits, so a lead integrity issue is not suspected and the physician was not concerned. The device will be further monitored. No inappropriate therapy or shocks were delivered. The device was reprogrammed. An internal technical service consultant was contacted regarding programming options and stability. This device remains implanted and in service. No adverse patient effects were reported. Additional information was obtained. In (B)(6) 2011 the right ventricular (rv) lead was surgically abandoned and replaced with a competitor's model, due to the noise and pacing impedance measurements of less than 200 ohms. A potential insulation breach was noted. This device remained in service with the new lead, until it was returned to boston scientific in (B)(6) 2017. An out-of-service form received with the device indicated it was explanted due to erosion. No additional adverse patient effects were reported.